Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had damaged their device while doing an exercise move. The damaged device was replaced a few months after it was initially implanted. It was noted that the patient was doing well with the therapy following the replacement surgery. No further details in regards to the issue were reported. A follow-up report will be filed if additional information becomes available.